Event description:
It was reported that the pump lights up but does not respond to touch, affecting the customer's ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to ensure insulin delivery is not interrupted and provided instructions for returning the malfunctioning pump to tandem.